Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. There was no report from the hospital. Although drill broke during the operation, it was removed out of the bone and completed the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the reported event and was confirmed. Review of the DHR revealed no discrepancies. Relevant diameters of the drill are within specified parameters. Mechanical properties of the material of the device are within specified tolerances. Thus, we exclude deviations in material and manufacturing. According to the appearance of the breakage surfaces, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. Moreover, it has to be ascertained that the cutting edges of the drill returned are significantly worn and covered with dents; the drill is not sharp anymore. Based on the above facts and on the significant damage found on the returned drill, the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. There was no report from the hospital. Although drill broke during the operation, it was removed out of the bone and completed the operation.